Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 14-nov-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving compounded baclofen with concentration 1750 mcg at a dose rate of 556 mcg via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient¿s medical history included spasticity, cerebral palsy. The patient had experienced a return of spasticity. The date of the event was unknown. A dye study showed the catheter in the intrathecal space. A new catheter was placed at the request of the patient¿s mother despite the dye study results. Environmental/external/patient factors that may have led or contributed to the issue were unknown. The catheter was partially explanted. The catheter was tied off in the pump pocket. The issue was resolved. The patient was without injury regarding their status as of (B)(6) 2020. It was noted that the healthcare provider had no further information regarding the event. No further patient complications have been reported as a result of this event.